Manufacturer narrative:
Further review of the complaint determined this event is not reportable as a malfunction. The customer indicated the bottles screened positive and were smeared/subcultured. The package insert provides instructions for the test procedure (reference 9309027 a - en - 2014-12). Test procedure section 4 states "all bottles designated positive should be smeared and subcultured for acid-fast bacilli." "If the acid-fast smear is positive, proceed with the mycobacteria specific identification procedures employed by your institution. If the concentrated smear is negative for acid-fast bacilli, a gram stain should be performed. If both the acid-fast smear and the gram stain are negative, indicating a possible false positive, the bottle should be loaded back into the instrument until growth of subculture or redesignation as positive or negative. Cultures which were initially determined false positive and were redesignated positive, should be smeared and subcultured." As the customer followed the package insert which directs all bottles designated positive to be smeared and subcultured, there was no patient impact. It has been determined that this issue, should it reoccur, will not likely lead to death or serious adverse event because the package insert clearly defines the test procedure for bottles that screen positive.

Event description:
A customer in the (B)(6) notified biomérieux of false positive results associated with the bact/alert® mp culture bottles. The customer reported the samples, mostly sputum, pleural fluid and bronchial washes, are broken down with mucolyse for 15 minutes. Then the samples are decontaminated with naoh 4%, vortex mixed for 20-30 seconds every five (5) minutes for 30 minutes, mixed with a phosphate buffer (checked with a ph color indictor in the neutralization buffer), centrifuged on 3000g for 15 minutes and then inoculated with mas into mp bottles. The customer indicated that when the bottles signal positive, they get a zn stain, which indicates no growth. The bottles are then reloaded into the bact/alert instrument. The customer reported there has been no patient impact and incorrect results were not reported to the wards; however, a delay in processing may have occurred with some samples due to this issue. An internal biomérieux investigation will be initiated.